Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had low blood glucose levels. They called the paramedics. The patient stated that the paramedic said that they were having a hypoglycemic episode. The patient stated that the paramedics hooked them up to a intravenous therapy pump to receive fluids.

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. No problem was found.